Event description:
On (B)(6) 2012, the reporter contacted animas alleging that none of the keypad buttons on the pump will respond. The patient had just changed the cartridge and was attempting to rewind the pump. The pump is worn exterior to garments and not cleaned. The patient is on a back- up plan. The patient also reports a preprandial bg of 311 mg/dl with no nausea, vomiting or ketones and was instructed to contact hcp for guidance. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the ok button is torn. The up, down and ok buttons are unresponsive. The contrast button was responsive. The keypad rubber was removed and corrosion was observed under the up, down and ok buttons. No corrosion was observed under the contrast button. Unrelated to this complaint: the pump boots to verify screen but screen is dim and scrambled. Moisture was observed behind the display bezel. The pump failed the leak test where keypad flex enters pumps. The pump was opened and moisture damage/corrosion was noted on all internal components. Moisture damage prevented full testing from being completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.